Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in the (B)(4) FDA registration number has been used for the manufacture report number. Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch being unknown, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the unspecified bd¿ pen needle was difficult to operate with the junior kwikpen, and the patient's blood sugar levels were elevated as a result of failing to receive some or all of the insulin lispro. As a result, the patient had to go to the emergency room to get a glucose shot and insulin degludec for treatment. The following information was provided by the initial reporter: "elevated blood sugars [blood glucose increased] patient possibly did not recieved the dose of humalog due to junior kwikpen issue; ns blood sugar increased he had to go to the emergency room (ER) and get a glucose shot even after drinking a lot of orange juice. Concomitant medication included insulin degludec for the treatment of diabetes. The patient received insulin lispro (rdna origin) injections (humalog 100u/ml) via a pre-filled pen (junior kwikpen), at 1.5 units, at an unknown frequency, via subcutaneously, for the treatment of diabetes, beginning on (B)(6) 2022. On an unknown date, while on insulin lispro therapy, junior kwikpen did not work. As the dial was stuck and did not turned or pushed down. He tried seven needles and did not think it was a needle problem. Due to junior kwikpen issue, if he did not get his insulin his sugar gets very elevated (values and unit not provided). Bd needles was being used by him... Information regarding corrective treatment and outcome of events was not reported. The status of insulin lispro therapy was continued. The operator of the kwikpen was patient and his training status was not provided. The model duration of use and suspect duration of use of kwikpen were not reported. The status of suspect kwikpen was not reported and its return was expected. The initial reporting consumer did not provide relatedness for the events with insulin lispro therapy and suspect kwikpen."